Event description:
It was reported that when inserting the peek device into the disc space, the surgeon tapped on the inserter twice and the device disengaged from the inserter. The inserter slid and tore the dura. Post-op the patient was experiencing numbness and tingling in the foot. Symptoms improved since the date of surgery.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. Product analysis is in progress.

Manufacturer narrative:
Evaluation of the instrument found no material or functional defect. Functionally evaluated instrument implant interface with appropriate gage and was found to securely retain the implant. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.